Event description:
The dlsc report identified the foreign substance as consistent with medical-grade silicone and containing what appeard to be dirt clumps. The foreign substacne was in all instances was located inside the sleeve of the syringe hardpack or package, not inside the barrel where it might come into contact with fluids. Stated differently, all the foreign matter was external to the syringes sterile fluid pathway.

Event description:
Conclusions and comments: the foreign substance was located inside the sleeve of the hardpack not inside the barrel where it might come into contact with fluids. The problem was discussed with production personnel; more frequent cleaning of air lines was suggested as a remedy. A search of complaint database did not unearth any similar complaints.